Event description:
Healthcare professional reported "fluid floating all over my breasts not just in the armpit." This relates to the right side.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late, silicone migration.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, two openings assessed, as unidentified (tear) opening (shell thickness within specification). Silicone migration: unable to observe, since it is not related to the device. Seroma-late: unable to observe, since it is not related to the device. Cyst-ndr: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, rupture. Additionally, patient reported, ¿had fluid floating all over my breasts. Not just in the armpit". "The left breast demonstrates cystic change". Device was explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
Continued e.1 phone number (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to unknown side.